Manufacturer narrative:
Estimated age. The patient's date of birth was not provided. The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the customer submitted a system controller log file for review. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed odd strings of low voltage alarms that appeared to have occurred while the lvad system was connected to battery power. At the time of the low voltage alarms, the internal system controller backup battery was operational, and there were no interruptions to device support. It was advised to check the patient¿s batteries and battery clips for cleanliness and integrity. Further information provided by the customer stated that the patient informed them that the lvad system produced an alarm when they switched power source back to mobile power unit (mpu) and black and white power cables were crossed. No additional information was provided.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 10 months (calculated from the date when the mpu was issued to the patient.) No product was returned for evaluation. The report of a low voltage alarm associated with crossed cables while the system was connected to a mobile power unit (mpu) was confirmed based on the evaluation of the submitted log file. The log file contained approximately 15 days of events, recorded from (B)(6)2017 to (B)(6)2017. The information recorded on (B)(6)2017 at 23:01 revealed that the system controller was connected to an mpu. The information recorded five minutes later (23:06) revealed that there was a low power advisory alarm while connected to a mpu. The low power advisory alarm activated due to level of both power cable rsoc¿s dropping to approximately 1.4volts simultaneously from the expected approximate 12volts while connected to mpu. This series of events typically indicates the power cables were incorrectly connected to the opposite connectors. The next recorded entries indicated that the system controller was disconnected from a mpu and connected to 14v batteries and the alarm cleared. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.